Event description:
Pt enrolled into the create pas trial. After the protege rx stent was placed, the pt reported right sided weakness, right facial droop, and slurred speech. Pt recovered without sequelae.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.